Event description:
A user facility returned the olympus asset, duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there is a foreign material in the gap of the distal end. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
Correction to h10 as it was inadvertently left blank on initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The root cause of the foreign material remaining in the subject device was unable to be specified. There were no reported deviations from the instructions for use (IFU) and no physical damage confirmed at the distal end and z-block. The following information was provided for reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. Pre-cleaning. Information: there was no delay to the start of pre-cleaning which was done properly. The detergent used during the manual cleaning phase was dialzima super. Information on manual. Cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Information on reprocessing: the device was cleaned, disinfected, and sterilized before requesting repair. The customer does not know what the foreign material is or when the foreign material was adhered to the endoscope. Pre-cleaning. Information: there was no delay to the start of pre-cleaning which was done properly. Water and air were supplied to the air/water nozzle. It is unknown if there were any abnormalities in the accessories used for reprocessing formation on manual cleaning: the accessories used for reprocessing were normal and without issues. The air/water nozzle was wiped or brushed with gauze, brush, or sponge. Liquid was sent to the air/water nozzle. It is unknown if there were any abnormalities in the accessories used for reprocessing. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU). Detection methods are written in IFU: tjf-q190v operation manual chapter 3 "preparation and inspection". Prevention measures are written in IFU: tjf-q190v reprocessing manual chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.